Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead was oversensing noise and delivered inappropriate therapy. Noise was able to be recreated by pushing on the pocket. The rv lead was explanted approximately 13 years later and is no longer in service. No further allegations were made against the rv lead and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegations against the rv lead were confirmed. The insulation at the distal end of the is-1 terminal pin assembly was worn, and the outer and inner conductor coils were stretched. Based on analysis, the most probably cause of these type of issues is overstress at the distal end of the terminal ring caused by excessive tension on the terminal when it was in the device pocket. Multiple insulation abrasions were also noted throughout the lead which was indicative of lead-on-lead contact. Overall, analysis concluded that such observations with the rv lead could have led to the clinical allegations made against it in the field. The is-1 terminal pin design has been changed to reduce occurrence of these issues. This lead was manufactured prior to this change.